Event description:
It was reported by service report that the side outer rail of the cot needs replacement. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Outer rail.